Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump were less responsive and harder to press and sometimes had to press twice. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had crack on case below the battery and insulin pump was slower and louder during rewind. The insulin pump will not be returned for analysis.